Manufacturer narrative:
Initially this paper reported that 3.5 mm thermocool catheters were used in this study. No response was received after three follow-ups and bwi takes conservative approach to report this event on (B)(6) 2016. Additional information was received on jan 25 2017 indicating that no bwi products were used during this procedure. The following products were in use: ¿topera, and products from st. June¿. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other companies¿ devices were used in this study: 64-electrode basket catheter (firmap, abbott); navx mapping system (st jude medical), irrigated 4mm catheter (therapy cool flex, st. Jude medical), a circular mapping catheter (inquiry optima, st. Jude medical). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported two patients underwent firm-guided rotor ablation followed by conventional pvi for the treatment of recurrent nonparoxysmal atrial fibrillation and suffered pseudoaneurysm requiring surgical treatment. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿treatment of recurrent nonparoxysmal atrial fibrillation using focal impulse and rotor mapping (firm)-guided rotor ablation: early recurrence and long-term outcomes.¿ the purpose of this study was to evaluate the long-term outcomes of rotor ablation combined with conventional pulmonary vein isolation (pvi) in patients with recurrent non-paroxysmal af. The study was conducted between june 2014 and october 2015. Fifty-eight (58) patients were involved in this study. Suspect device is irrigated 3.5 mm thermocool catheter, however catalog and lot number are unknown. Other companies¿ devices were used in this study: 64-electrode basket catheter (firmap, abbott); navx mapping system (st jude medical), irrigated 4 mm catheter (therapy cool flex, st. Jude medical), a circular mapping catheter (inquiry optima, st. Jude medical).

Manufacturer narrative:
This report is to provide attachment of the article (complaint source). Manufacturer¿s reference: (B)(4).